Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine device check, loop recorder could not be interrogated. Upon interrogation, a message if this was an older device was noted. A second programmer was not available. During last device check in (B)(6) 2015, longevity was 28 months. It was recommended to keep trying different wand angle and orientations as the device should have sufficient battery. Nothing was done yet to solve the issue. Patient was doing fine.